Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received power loss alarms. The customer¿s blood glucose level was 276 mg/dl at the time of the incident. Customer also stated that they did not upload to care link. The insulin pump will not be returned for analysis.